Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that a abs-10061t kit is experienced an issue. This occurred during a procedure when there was 60 cc¿s of blood drawn, but the centrifuge only took 10cc¿s and started spinning. No prp was actually harvested but the centrifuge said 14cc¿s of prp were harvested. We thought maybe there was a small hole in the tubing or something. There was a small amount of blood by the laser on the centrifuge. But they were unsure if that was from trying to pull the blood out of the original kit to use a new kit. The case was completed successfully, with no patient effect.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that a abs-10061t kit is experienced an issue. This occurred during a procedure when there was 60 cc¿s of blood drawn, but the centrifuge only took 10cc¿s and started spinning. No prp was actually harvested but the centrifuge said 14cc¿s of prp were harvested. We thought maybe there was a small hole in the tubing or something. There was a small amount of blood by the laser on the centrifuge. But they were unsure if that was from trying to pull the blood out of the original kit to use a new kit. The case was completed successfully, with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.